Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 2.2mm. During procedure, after pre-dilatation the patient went into complete heart block and the valve was successfully implanted at a depth of 5mm. On (B)(6) 2025, a pacemaker was implanted. There was no adverse patient events occurred. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (heart block occurred after pre-dilatation). The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available;